Manufacturer narrative:
Additional information; d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the complaint investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the plastic guides on a blood pump rotor failed after less than 2 month of use and wore a hole in the bloodlines during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed and a user facility charge nurse. The reported issue occurred approximately 58 minutes after treatment initiation. The fresenius 2008t machine alarmed with an air detection message. A couple of drops of blood were visually observed. Damage was visually observed on the blood pump segment of the fresenius bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's blood loss was described as minimal and a specific amount was not provided. Treatment was restarted and successfully completed on a different machine with new supplies. The machine was pulled from service following the event and the blood pump rotor was replaced. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the plastic guides on a blood pump rotor failed after less than 2 month of use and wore a hole in the bloodlines during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed and a user facility charge nurse. The reported issue occurred approximately 58 minutes after treatment initiation. The fresenius 2008t machine alarmed with an air detection message. A couple of drops of blood were visually observed. Damage was visually observed on the blood pump segment of the fresenius bloodlines. The patient did not experience a serious injury or require medical intervention. The patient's blood loss was described as minimal and a specific amount was not provided. Treatment was restarted and successfully completed on a different machine with new supplies. The machine was pulled from service following the event and the blood pump rotor was replaced. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.